Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced thirty infusion set cannula kinked event on the given dates 12-mar-2024, 14-mar-2024, 22-mar-2024, 24-mar-2024, 10-apr-2024, 12-apr-2024, 11-may-2024, 12-may-2024, 22-may-2024, 23-may-2024, 8-jun-2024, 9-jun-2024, 10-jun-2024, 13-jun-2024, 14-jun-2024, 17-jun-2024, 18-jun-2024, 19-jun-2024, 20-jun-2024, 21-jun-2024. The insertion site was at abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 23 of 30.

Manufacturer narrative:
Supplemental report 01 - MDR 1933152 - MDR 3003442380-2024-19196. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The investigation associated with related event database 1933152 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure. The identified for malfunction code, soft cannula found kinked upon removal from infusion site, is not associated with a design or manufacturing-related complaint issue. Therefore, a detailed investigation or inspection of reference samples is not required. Batch review lot 6000623 was manufactured on 28-may-2023, in machine with a total of (B)(4). The batch record was reviewed to verify if all the applicable procedures were followed, and no issues were found. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Conclusion summary of the related event. Due to the following batch record review yielding no discrepancies and no non-conformance (nc) was generated during production. During manufacturing of the cannula part, the soft cannula is kept straight by the introducer needle, no samples were returned for inspection. However, during use in general and specifically during insertion may accidentally kink the soft cannula. No further action is required for this complaint, if used/unused samples are received, appropriate actions will be taken.

Event description:
To date no additional patient or event details have been received.